Event description:
As reported by the user facility: detailed inquiry description: air in line alarmed with no visible bubbles. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) used samples without packaging were provided for evaluation. The returned samples underwent visual inspection, confirming that all had been previously used in the field. Two of the four samples had connectors attached to the spin lock connector, which prevented further testing on those units. The remaining two samples, which did not have connectors attached, were subjected to functional leakage testing and passed successfully. These two samples were then mounted onto the pump for evaluation. To replicate the reported air in line alarm defect, therapy was initiated, and the flow rate was varied throughout the session. No alarms were triggered during testing of the returned samples. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification of 0.150-0.154 inches. Based on the investigation findings, the samples were within internal specification; therefore, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.